Event description:
While disposing of a tb syringe a needle stick occurred. The small syringe got caught (wedged) in opening and when lifting handle it came out (pivoted) and stuck health care provider.